Manufacturer narrative:
It was reported that a hip revision surgery was performed due to sinking of the stem. Liner and ball head were exchanged. The affected r3 acetabular liner, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. A clinical analysis noted that all documents and images provided as of this date have been reviewed and consider and unless noted do not contribute to the clinical investigation. The impact to the patient beyond the pain and the revision surgery cannot be determined based on the information provided. Probable causes of the reported event could include but are not limited to traumatic injury, user/procedural variance or patient anatomy. Without the return of the actual product involved, our investigation of this report is inconclusive.

Event description:
It was reported that a hip revision surgery was performed due to sinking of the hip. Liner and ball head exchanged.